Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a diminished battery life. Customer's blood glucose at the time of the incident was unknown. The customer also stated that insulin pump has scratches on the screen and is not able to see the screen and the piston makes a grinding noise. Troubleshooting was not performed. The insulin pump will not be returned for analysis.